Event description:
It was reported that via a remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed on a stored egm. Since it was only an occasional issue, the physician elected to make no changes to the device. The patient was asymptomatic.

Manufacturer narrative:
.